Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer stated that the act and escape key was not sensitive. The customer's blood glucose reading was normal, did not require medical treatment. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc, act and up buttons dome switch. Inspected lcd connector and no unlocked connector noted. The insulin pump had minor scratched display window.